Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. However, product images were submitted. Submitted images appear to display witness marks on set screw threads.

Event description:
It was reported that patient with pre operative diagnosis of spondylolisthesis at l4/5 underwent transforaminal lumbar interbody fus ion at l4 and l5.intra-op, during reduction of spondylolisthesis,the left l4 reduction multi axial screw stripped the set screw. Products came in contact with the patient. Stripped pieces of the implant was washed out with water.

Manufacturer narrative:
Product analysis: a microscopic review of the set screw revealed that there is what appears to be some pealing on the - 5-degree flank. This has been seen before and can be the result of the edges of the bone screw not being broken during the blasting process. This sharp edge can cause the flank of the bone peal away. If information is provided in the future, a supplemental report will be issued.